Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that while at her healthcare provider's (hcp) office yesterday ((B)(6) 2016) the manufacturer representative (rep) was reprogramming the device and the patient experienced a shock and jumped "halfway across the chair." The rep turned stimulation off and then turned it back on and it happened again. A later call from the patient ((B)(6) 2016) did not make any mention of the shocking and the patient was adjusting stimulation during this later call. Patient status is unknown at the time of this report.